Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7252712.

Event description:
It was reported that following a lead pull procedure, the patient experienced pain in the back and chest as well as shortness of breath. It was believed that symptoms were caused by nerve irritation during removal of the leads. The physician decided to call emergency medical services (ems) and the patient was admitted to the hospital. The patient fully recovered and was doing well.